Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The root cause of the loosening of the prn cannot be confirmed as no defective sample is received, and the use of the sample is unknown. The plant will continue to track and monitor such defects.

Event description:
No additional information.

Event description:
On (B)(6) 2026, the patient was admitted to our department. Following intravenous infusion via a closed-system intravenous catheter, the heparin cap on the catheter was found to have detached without apparent cause during morning rounds on (B)(6). The incident caused no adverse effects to the patient. The catheter was immediately replaced, and the matter was reported to the equipment department for handling.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.